Event description:
Philips received a complaint on the v60 ventilator indicating that the device shutdown. The device was in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the device shut down unexpectedly. The customer reported that when the customer plugged the device into alternating current (ac) power, no leds illuminated on the front of the ventilator. When verifying a good ac connection, it was found that they had the power strip attached to the ventilator stand plugged in, but the ventilator power cord was not plugged into that power strip. The rse advised the customer that using a power strip, or any extension cord, is considered off label use. Once the ac power cord was connected, the power switch amber led light illuminated as expected and the battery led was flashing. The battery power was found to be at 12.5 volts direct current (dc). Upon reviewing the event log of the device, an "operating on battery power" alarm and "low battery" alarm were both logged. The rse informed the customer that when the vent is not connected to ac power, it is running on battery power. The ventilator had alarmed to alert the staff. The rse advised allowing the battery to fully charge and then perform the battery and power fail alarm tests. It was also advised to show the alarms to the respiratory team at the customer site to advise them of the alarms intended warning. It has been determined that the cause of the device shutdown was user error, not a device failure. The customer failed to properly supply ac power to the device and did not address the alarms produced by the device. In a good faith effort (gfe) response received from the customer, it was confirmed that the battery successfully charged, and the device passed the power on tests. The patient's information from the time of the event was asked for but unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
Contact office phone number: (B)(4).